Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol flat mesh (device #1) may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. The attorney alleges unspecified injuries; however no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol flat mesh(device #1). An additional emdr was submitted to represent the bard/davol composix (device #2). The patient's attorney did not make any allegations regarding the implanted bard/davol composix kugel. Not returned.

Event description:
It is alleged by the patient's attorney that on (B)(6) 1999, (B)(6) 2001 and (B)(6) 2002, the patient underwent surgery for implant of an unspecified bard/davol flat mesh (device#1) and/or an unspecified composix (device #2) and/or unspecified composix kugel hernia patch. It is alleged that on (B)(6) 2001 the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the bard mesh and composix mesh. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."